Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was able to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Purulent discharge was noted around the pocket. The device and leads were explanted due to infection. The patient was stable following the procedure. A new system will be implanted when the infection has cleared.